Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) with concerns about the patient of this cardiac resynchronization therapy defibrillator (crt-d) system may have received inappropriate a burst of anti-tachycardia pacing (atp) and shock therapy. The hcp noted that device interrogation revealed a code 1005, indicating an open circuit condition. Ts reviewed the stored data and confirmed that patient received inappropriate burst of atp and shock therapy due to atrial driven arrhythmia. The shock therapy was able to convert the arrythmia. Ts also noted that the right ventricular (rv) lead exhibited shock impedances greater than 125 ohms which led to the code 1005 then shock was being delivered. Ts discussed with the hcp and recommended for the rv lead to be replaced. Subsequently, additional information was received that reported that a revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.